Event description:
Additional information has been requested, received that leading haptics was straight during priming and there was no patient contact.

Manufacturer narrative:
Additional information provided in b.2., b.5., h.6. And h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a device malfunction / incident. The manufacturer internal reference number is: (B)(4)

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implant procedure, observed haptic deployed first. Additional information has been requested, received and stated the issue happened during loading with no patient contact.